Event description:
Reporter stated that patient received the following results, with two different meters, within 3 minutes: 31 mg/dl (mobile system 1) and 81 mg/dl (mobile system 2). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1 using strip lot 278147. (B)(4). Unable to test because an empty vial was returned. An unspecified strip lot.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1 using strip lot 278147. Reference medwatch with (B)(6) for mobile system 2 using an unspecified strip lot.